Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the foreign material in the tube/cylinder: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The probable cause of the foreign material on the lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material in the air/water cylinder/tube and on the light guide lens. There was no patient involvement.